Event description:
It was reported by service report that the siderail would not latch in the upright position. The customer could not determine whether there as pt involvement, however no adverse consequences are reported.